Event description:
The customer complained that cell 2 of biotestcell p3 reacted false negative while cell 3 of biotestcell p3 reacted strongly positive on tango. The affected sample was supposed to contain four different antibodies: anti-fy(a), anti-m, anti-c, and anti-k. Therefore cell 2 of biotestcell p3 which is c positive should have reacted positive. The customer has sent us the affected sample of pt and the complained sample of biotestcell p3. The pt sample was tested with the complained sample of biotestcell p3 on tango. We also received a negative reaction of the sample with cell 2 of biotestcell p3. The used positive and negative control reacted correctly and clearly positive respectively negative. The complained sample of biotestcell p3 reacted correctly positive a control which contains an anti-c as the pt sample. Therefore the correct antigenity of the complained biotestcell p3 was confirmed. The pt sample reacted also negative with cell 2 of biotestcell p3 in the three phase tube technique. Only in the enzyme technique (tube and tango) cell 2 of biotestcell p3 reacted positive.